Manufacturer narrative:
The hill-rom technician found that the siderail latch was rusted. He replaced the latch to resolve the issue.

Event description:
Info received indicated the left foot siderail did not latch.